Event description:
It was reported to philips the device will power on by itself. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer stated the device will power on every hour or so, with or without the ac power connected. The rse advised the customer to let the device sit with the battery disconnected to see if the device will power on with just the ac power connected. If the issue repeats, the power management pcba should be replaced. If not, the battery should be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.